Event description:
The patient's spouse reported the patient had received a shock and confirmed gel was deployed, and that paramedics arrived at the home. The patient experienced episodes of tachycardia that were monitored and untreated. The system then confirmed ventricular fibrillation per prescribed settings and a shock was diverted by the patient. A second instance of vf was detected shortly after and was not diverted by the patient. The episodes occurred while the patient was sitting on the toilet. Following the undiverted shock, the assure system then prompted to call 911, and the spouse immediately followed the prompt, and paramedics arrived at the home. Patient was admitted to the ed. The hospital care team determined the arrhythmia to be atrial flutter or atrial tachycardia with an aberrancy. This was confirmed upon interrogation of the patient's implanted dual chamber pacemaker and looking at the intracardiac electrograms. The care team also determined the patient has a history of atrial-flutter with aberrant conduction, as well as atrial fibrillation. The care team was able to review ECG strips to help lead them to a change in medication as well as adjustments made to the pacemaker programming. And while ejection fraction is still low, the care team wants to extend usage of the assure wcd beyond the original order for protection.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. The returned device was evaluated and the monitor passed all evaluation tests. Device evaluation confirms that the therapy cable functioned as expected. There was no observed damage and all gel was fired/deployed during the event. The wcd system performed per prescription and intended use. Patient was fit and trained prior to initial use, including the use of the heart alert button to cancel the shock. Patient diverted an initial shock delivery but failed to divert a second follow-up shock.

Manufacturer narrative:
The initial report stated that an inappropriate therapy shock was delivered to the patient. This revised report aims to clarify the initial report's claim of an inappropriate therapy shock being delivered to the patient. However, the device correctly detected a ventricular arrhythmia and administered appropriate shock as intended by the wcd system.